Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation conclusions, component codes).

Manufacturer narrative:
Dr. (B)(6) could not confirm if the balloon catheter was a getinge catheter. The balloon catheter was placed via axillary artery. Axillary disclaimer stated. He reported the rns had troubleshot the alarm by pressing the fill key each time and switched pumps, however these two troubleshooting steps did not resolve the gas loss alarm. He also stated the helium tubing was free of blood, flakes or any discoloration, however he was not at the bedside to confirm. Esp personnel reviewed the nature of the alarm with dr. (B)(6) and explained proper troubleshooting steps. He stated he would contact the rns and would follow-up with me as needed. Dr. (B)(6) appreciated the support provided and had no other questions. Later, esp personnel engineer followed up with dr. (B)(6) via text message to obtain product surveillance information. Fse did not get a reply. He is placing a complaint for both pumps and an unknown balloon catheter. Notified (B)(6) via email. No harm or injury to the patient was reported.

Event description:
It was reported by the customer through emergency support program that balloon cather had gas loss in iab circuit alarm that alarmed every 1 to 2 minutes. Dr. (B)(6) could not confirm if the balloon catheter was a getinge catheter. The balloon catheter was placed via axillary artery. Axillary disclaimer stated. He reported the rns had troubleshot the alarm by pressing the fill key each time and switched pumps, however these two troubleshooting steps did not resolve the gas loss alarm. He also stated the helium tubing was free of blood, flakes or any discoloration, however he was not at the bedside to confirm. Esp personnel reviewed the nature of the alarm with dr. (B)(6) and explained proper troubleshooting steps. He stated he would contact the rns and would follow-up with me as needed. No harm or injury to the patient was reported.